Event description:
It was reported that the patient got some new hearing aids and as they were putting them in, they were getting a left arm pain. It was also reported  the implantable pulse generator (ipg) exhibited a possible brief loss of telemetry during interrogation noted on current electrograms (egm) at times. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.